Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. One kink/twist was observed in the sheath assembly at the base of the cannula, one cable wire was detached from the distal connector assembly in the basket and the orange lumen was missing. Microscopic examination revealed that a few strands of the broken cable wire were left in the connector assembly while other were pulled out completely. No remnants of the orange lumen were found. Functional testing revealed that a guide wire would not pass through the proximal connector assembly. A block was encountered approx. 5 cm from the proximal basket connector. A device history record review was performed with no relevant findings. The IFU warns of potential fatigue failure of the fragmentation basket with prolonged activation and warn against advancing the ptd catheter forward during activation and cautions that the appropriate guide wire should be used with this device and to make sure that it does not spin with the basket when the rotator is activated. Based upon observations of the returned ptd assembly and the information indicating it was discovered upon removal of the device, operational context appears to have caused or contributed to this event. No further actions will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR#9680794-2016-00006.

Event description:
It was reported that the patient was in interventional radiology for a left arm graft de-clot (used for dialysis access). For this procedure a percutaneous thrombolytic device was used. This device macerates clots in a clotted or blocked dialysis graft access. The device was inserted and used and upon removal was noted to be broken. One of the wires of the basket was broken but intact. At this point it was noted that there was another piece of the device missing. The physician and team's focus was on the wire basket portion of this device. This particular product device has a unique feature that is different from the other procedures used to de-clot. This one is referred to as a 7 french over the wire ptd. This orange guide catheter resides in the center of a mall wire basket. A second over the wire ptd was used. After a second ptd was used they did a follow up inspection of the first device with the broken basket. It then became apparent that the orange guide catheter was not intact and was missing.